Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay results for four patient samples. (B)(6). The erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. There was no allegation of an adverse event. The reagent lot number was 26047103 with an expiration date of 31-mar-2018.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Based on the provided calibration and qc data, a general reagent issue could be excluded.